Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water and dropped against a hard surface. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection.

Manufacturer narrative:
Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface." Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.